Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported that the insulin pump was not delivering insulin. The insulin pump was sometimes suspended when the customer had not suspended it. The customer stopped using the insulin pump at night because they were scared to sleep with it. The customer also had an issue with the insulin pump's battery. Customer received a low battery and failed battery test alarms. The battery did not last more than one week. While changing the battery, the customer heard something metallic loose inside the insulin pump. The side of the battery compartment may be corroded and the cap was discolored. The customer experienced hypoglycemic events. The customer was hospitalized for other situations and was told to take the insulin pump off. The insulin pump was alarming no delivery frequently. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked belt clip slot and cracked battery tube threads.